Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmental resection, during segmental resection of lung, 2 firings were successful. During the third firing, the surgeon could not fire the handle with the reload. They replaced both devices and the procedure was completed. Patient has no injury.